Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information. H6: additional information. H11: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No relevant product or data related to the issue was provided for investigation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.